Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00189 on (B)(6)2023. Additional information (08-sep-2023): siemens further evaluated the event and determined that poor water quality, which was resolved by replacing the reverse osmosis (ro) membrane of the water purification module (wpm), potentially contributed to the event. The carbon dioxide assay is sensitive to water quality and can produce low results when water quality was poor. The investigation conclusions code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was tested on the same instrument previously, when a result of 28 mmol/l was obtained, and the result was reported to the physician(s). The result of 28 mmol/l was considered to be correct. The same sample was tested on an alternate dimension vista instrument and recovered comparatively to the initial result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer was dispatched to the customer¿s site. During this visit, the cse replaced the reverse osmosis (ro) membranes. The cause of the falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.